Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room via ambulance due to low blood glucose (bg) levels of 2 mmol/l (36 mg/dl) experiencing cramps and loosing consciousness, while wearing the pod on the leg between 4 and 24 hours. The patient was given sugar water and ca 40 mg sugar by the paramedics to regain consciousness.